Manufacturer narrative:
The t:slim x2 pump user guide indicates is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 320 mg/dl and an insulin injection was administered to address the bg level. A pump system check was performed and the occlusion was found to be within the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer was to discuss the insulin type with a healthcare provider.